Manufacturer narrative:
Updated: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months and 1 week following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency room with fever and chills. Infectious endocarditis was suspected due to results of an echocardiogram and an increase in an inflammatory biomarker. The patient was urgently hospitalized. Antibacterial medication was administered with some improvement in fevers and inflammation. The causative organism was repeatedly detected, but the infection site could not be determined via examination. It was noted that the infection could not be controlled with the two types of antibiotic medication used. Approximately 1 month and 1 week following hospitalization, mask-like facial features and tremors appeared. Due to the rapid progression of these conditions, decarboxylase inhibitor benserazide was administered. The progression of neurological symptoms only slightly improved and could not be stopped. After 1 month, the patient's fever rapidly worsened. The patient's condition could no longer be controlled with a wide-spectrum antibiotic medication. Approximately 5 days later, noradrenalin was initiated due to a sudden drop in blood pressure. Attempts to control the patient's blood pressure were unsuccessfully, however. Cardiac arrest was observed in the evening of the same day. Subsequently, the patient passed away. The cause of death was septic shock. It is unknown whether there was a causal relationship between the device and the patient's death.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.